Manufacturer narrative:
The cause of the event was unknown. On an unreported date, the patient was discharged home; however, the patient was scheduled to receive treatment from a different hospital. At the time of this report, the peritonitis remains ongoing and the patient was not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.